Manufacturer narrative:
(B)(4) has requested that the product be returned to our company for testing, but this complaint came directly from an online retailer, and no consumer information was provided.

Event description:
A consumer reported to (B)(6) that his wife received second degree burns from hot water that spilled out of a the personal steam inhaler during use. Medical intervention was sought for their injuries, and it was stated that surgery was needed. They also stated that the the vent control and face mask is very hard to turn and adjust, and that the water spills easily. The instructions for proper use have a clear warning that states "the appliance should always be placed on a firm, flat waterproof surface", "caution: do not place on lap or lift in your hands while in operation and if the unit still contains water", and "never move the appliance while in use. It can spill hot water if tilted or tipped over causing injury." (B)(4). Has requested that the product be returned to our company for testing, but this complaint came directly from an online retailer, and no consumer information was given.